Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 4/10/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 514 mg/dl. The customer's expected fasting blood glucose test result range is 250 - 350 mg/dl. At the time of the call the customer felt well and did not report any symptoms. On (B)(6) 2018, customer had obtained a result of 555 mg/dl; customer did not disclose if result was fasting or non-fasting. Customer was also experiencing weakness and was confused; customer could not follow simple instructions. Wife had called paramedics and customer was taken to the hospital. Paramedics had tested customer's blood sugar on way to hospital; wife did not disclose the result. Wife did not know customer's blood glucose test result when at the hospital but when she had asked she was told that it was going down. Customer was diagnosed with a uti and was treated with IV antibiotics and insulin. Wife stated customer was given 35 units of insulin rather than his usual 75 units. Customer was hospitalized from (B)(6) 2018 - (B)(6) 2018. Customer was given antibiotics, cefdinir for bacterial infections. Additional blood tests were performed with the truemetrix meter. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 501 mg/dl and 382 mg/dl using truemetrix meter. Customer was not concerned with erratic results but with the high results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :514mg/dl date:(B)(6) 2018 time:10:27pm fasting, result 2 :479mg/dl date:(B)(6) 2018 time:10:26pm fasting, result 3 :429mg/dl date:(B)(6) 2018 time:10:17am fasting, result 4 :429mg/dl date:(B)(6) 2018 time:10:16am fasting, result 5 :317mg/dl date:(B)(6) 2018 time:9:38am fasting.